Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had failed battery alarm. The customer¿s blood glucose level was 559 mg/dl and then washed her hands and took blood glucose again and it was 541 mg/dl. Offered high blood glucose troubleshooting but customer declined. Customer current weight was 220 lbs. The insulin pump will be returned for analysis.